Event description:
A user facility reported to olympus during preparation for use, port connection was not secure which caused a error code/ image problem on the evis exera ii ultrasonic bronchofibervideoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a gap/ crack on the distal end of the device, the a-rubber glue had a crack, charged coupled device had a short wire, and the um image was broken. Furthermore, the insertion tube had a dent, the um connector was loose, and the labels were not properly affixed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported image failure was not replicated, and the investigation did not establish a root cause. A review of the device history record found no deviations that could have caused or contributed the reported image failure. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿3.5 inspection and connection of ancillary equipment preparation and inspection of ancillary equipment this endoscope is not compatible with the video system center cv-100/200/240/260. Use the video system center cv-140/160/180. 1. Prepare and inspect the light source, endoscopic ultrasound center, video system center, monitor, suction pump, and endotherapy accessories as described in their respective instruction manuals. 2. Confirm that there are no scratches, cracks, excessive wear, or deformation of the ultrasonic cable. Connection of the endoscope and endoscopic equipment if the endoscope connector, videoscope cable and video system center are not connected properly, the endoscopic image may flicker or not be displayed. Continuous use of such an endoscope may cause patient injury, bleeding, or perforation. Firmly connect the suction tube from the suction pump to the suction connector on the suction valve. If the suction tube is not attached properly, debris may drip from the tube. The patient, operator, and/or equipment could be contaminated and equipment malfunction can result. For more information on combining the endoscope with the video system center and the videoscope cable, refer to the ¿system chart¿ in the appendix.¿ olympus will continue to monitor field performance for this device.